Event description:
Per (B)(6), (B)(6) rn doing day 1 infusion today and have not started infusion yet, curlin pump (sn (B)(6) had error code 20. He tried to troubleshoot but is not working. Rn has cadd prism pump of his own with tubing, will use that pump to infuse pt. Today and looking to get replacement pump out to pt. For tomorrow morning delivery. No missed doses reported, no adverse events reported. Unknown if pump is available for return. Indication- myelin oligodendrocyte glycoprotein antibody disease.